Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with saline mentor smooth round moderate profile 425cc breast implants and suffered several unexplained systemic symptoms, including several unspecified symptoms of bii. The patient also reported a deflation (side unknown). The root cause of the patient¿s symptoms is unclear. As a result, the patient will undergo removal on (B)(6) 2019. This report is for the non-deflated side.